Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. The average temperature recorded on the sofia 2 on the event date was outside the operating temperature of the sofia 2 instrument. (30c). Testing was being performed outside. Some sample-specific issues were also noted during troubleshooting. Based on the analyzer log data and information from the customer, it's possible that technique or environmental factors at the specific testing event contributed to the false positives as it was an isolated incident for the customer. Root cause: cannot duplicate with retain testing;unable to determine. Source: phone.

Event description:
Reported 1 false positive sars result for one asymptomatic patient (off label at the time). The customer communicated the result was confirmed negative by molecular (pcr testing). The patient was tested at a business where the physician's team traveled with the sofia analyzer to the site to conduct workplace screening on asymptomatic patients. Testing occurred mainly outdoors or in a warehouse on a hot day (~98 degrees) with an active fire nearby. During the testing event at the business, several other suspected false positives were received, but the physician stated he received a regular and expected positivity rate when testing back at the office with the same analyzer and lot number. Other reports will be filed for the additional suspected false positives.